Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte-n autoguard peripheral IV catheter needle would not retract. The following information was provided by the initial reporter: the button is not retracting, the lot number that seems to be defective is 2164965.

Event description:
It was reported that the bd insyte-n autoguard peripheral IV catheter needle would not retract. The following information was provided by the initial reporter: the button is not retracting, the lot number that seems to be defective is 2164965.

Manufacturer narrative:
Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.